Event description:
It was reported that the device had high battery impedance that had been increasing over the past three months. The battery voltage decreased during this time period and the elective replacement indicator triggered. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.